Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a routine device change. Upon interrogation, false automatic mode switch episodes due to atrial lead noise was observed on stored electrocardiograms. All other parameters were steady and within normal range. The physician decided to keep the current lead in use. The patient was in stable condition and no consequences were reported.